Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The balloon was tightly folded. The hypotube and distal shaft was microscopically and tactile inspected. Inspection revealed a complete separation in the hypotube located 47.5cm from the strain relief, and numerous kinks in the hypotube. The separated ends were oval, as if kinked prior to separation. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 20mm x 3.75mm nc quantum apex¿ balloon catheter was selected for use for dilatation. After unpacking, when the physician was preparing the device to load it on the guidewire, the shaft broke. The device did not enter the patient's body. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 20mm x 3.75mm nc quantum apex¿ balloon catheter was selected for use for dilatation. After unpacking, when the physician was preparing the device to load it on the guidewire, the shaft broke. The device did not enter the patient's body. No patient complications were reported.